Manufacturer narrative:
The complaint sample was shipped via (B)(6), however it was not received by integer. After discussion with the customer, it was discovered that the complaint sample was lost in transit between them and integer. Therefore the reported event could not be confirmed. A manufacturing review did not reveal any discrepancies. If the complaint sample is found and received at integer, it will be inspected and the investigation will be updated accordingly.

Manufacturer narrative:
The customer has indicated that the complaint sample will be returned for evaluation. Once the sample is received and the evaluation is complete, a supplemental medwatch 3500a emdr will be submitted. Source report: complaint information provided by distributor, (B)(4).

Event description:
It was reported during a left tha on an unknown patient that while reaming the offset reamer handle broke. There was no surgical delay, the procedure was completed successfully and no adverse events were reported as a result of the malfunction.